Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed, the device was inflated and a pinhole was found on the proximal ro marker of the balloon. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon had a hole. The procedure was completed with another hurricane rx balloon. There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results showed that the balloon had a pinhole; therefore, this is now an MDR reportable event.